Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had diabetic ketoacidosis and high blood glucose level. Customer's blood glucose level was 398 mg/dl when he went to emergency room and then admitted to hospital on (B)(6) 2018. Troubleshooting was performed. Customer had a severe abdominal pain. The drive support cap appeared normal. The product was not returned for analysis.